Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that device battery is faulty. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty battery. Based on the information available, defective battery is replaced with a new battery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.